Event description:
It was reported that during a coronary treatment procedure, the nc monorail balloon ruptured. The procedure was being performed to expand the most distal of two previously placed multilink zeta stents in the lad. The nc monorail balloon was inflated to 22 atms (rbp=18 atms) and the balloon from the stented artery, the balloon shaft broke and the vessel occluded causing an acute myocardial infarction. The pt was taken to the operating room for emergency coronary artery bypass surgery and removal of the fractured balloon segment. The post-operative status of the pt is reported as "good".